Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes are application, check for kinks, leaks and blockages. The odor filter needs changing if an odor is detected. No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that several renasys go were not working. Five pumps had to be sent to one patient alone. Pumps had a strong odor and were not able to get a seal. No serial number provided at this time. It is unknown if the patient used all five pumps, how the treatment was completed or if there was a delay. No harm reported.